Event description:
(B)(4). Just stopped bleeding had been bleeding when they inserted it in me stopped bleeding (B)(6) of 2013 and since then started having very low back pains in lower abdominal pain then my bleeding started back up in (B)(6) sometime in 2013 and still have the same problem now.